Event description:
Md noticed during a laparoscopic appendectomy that the handle of the disposable suction/irrigator was smoking and faulty. Surgeon held off field as we witnessed smoke coming out of blue button port on handle. The surgeon then took scissors and cut the cord and tubing to disrupt the electrical current to the device and the smoke ceased. Instrument thrown off field.